Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The hc device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event, but could not duplicate during the pal evaluation. The cause of the iipv found in the logs was determined to be insufficient drain due to use error; the tidal ultrafiltrate (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Device met specifications relative to iipv encountered in the logs. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 00:44 with ultrafiltration of 1337 ml during cycle 3. The fill volume was 2000 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.